Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Boston scientific technical services (ts) was consulted, and immediate replacement was recommended. At this point, this crt-p remains in service. No adverse patient effects were reported. Additional information was requested via gfe, however, no response was received by sales representative. Device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Boston scientific technical services (ts) was consulted, and immediate replacement was recommended. At this point, this crt-p remains in service. No adverse patient effects were reported. Additional information was requested via gfe, however, no response was received by sales representative, however, device was received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Boston scientific technical services (ts) was consulted, and immediate replacement was recommended. At this point, this crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.